Manufacturer narrative:
Follow-up #1 date of submission 01/13/2016 device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2015 with the following findings: a review of the black box data showed no evidence of voltage fluctuation that can lead to overheating. During testing, the pump powered on normally. The pump successfully completed a rewind, load, and prime sequence. The pump¿s current draws were found to be within specifications. No overheating or errors, alarms, or warnings occurred during testing. The pump cover was opened and no internal defect was found. The complaint was not verified or duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.